Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the water jet tube. In addition, we confirmed that the light guide fiber bundle (lcb) disconnection; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The jet insufflation is to low, the inner tubes are twisted, the jet channel is buckled. No pictures available. This event occurred at the time of during inspection. There was no report of patient harm.